Event description:
The customer reported having difficulty acquiring pads ECG which could prevent the delivery of therapy. No adverse patient impact was reported.

Manufacturer narrative:
The customer reported having difficulty acquiring pads ECG which could prevent the delivery of therapy. No adverse patient impact was reported. On 04/02/2009, the unit was evaluated at philips. The symptom could not be duplicated. The device passed all testing. There is no information that supports malfunction of the device. This issue is consistent with the users having a low amplitude waveform related to pad placement.